Event description:
It was reported that after surgery with a smith and nephew device, the patient underwent through treatment/ revision surgery. It is unknown the status of the patient. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. No product identification information was provided and thus a manufacturing record review, complaint history review, risk management review, and instructions for use review could not be conducted. Without supporting clinical/medical documents, a thorough clinical/medical investigation cannot be performed. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future re-occurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Mimb review. Assess severity of complaint case to determine if additional actions or inputs are required for inclusion in the medical assessment. Determine if a medical assessment will be performed based on a review of the complaint details and further input from the medical director/designee. Reviewed during mimb. A medical investigation could not be performed. No relevant clinical information was provided for review. Approved by dr. (B)(6), medical director. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: ¿patient information ¿surgical procedure/post-operative care review ¿device labeling (including technique guides, ifus, etc.).